Event description:
The reporter stated that her mother had gotten the er1 message about one month ago. She said that she cleaned the meter, retested and received a normal blood sugar result, which she could not remember. She said that her mother had not used the color chart.